Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately when compared with another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 7am. At unspecified times the patient reportedly obtained blood glucose readings of ¿246, 140, 156, and 310 with the subject meter and ¿121mg/dl¿ with the relion meter. The time differences between the readings are not specified. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported meter issue. According to the csr¿s documentation, 10 minutes after the alleged issue occurred, the patient reportedly developed a symptom of sweating; however, the patient denied receiving any form of treatment after the reported meter issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up (2/5/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 1(B)(4) 2014 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.